Event description:
It was reported that during a total gastrectomy procedure, the device did not produce a complete staple line. Hand-suturing was used to complete the case. There was no patient consequence.